Manufacturer narrative:
The sling was returned to the MFR for eval. The conclusion is that the tear in the fabric is too small to cause the sling to detach from the sling bar. A liko rep visited the facility and inspected another sling belonging to the same pt. It was found to have a small tear on the same area. The pt is leaning extremely to the right and his wheelchair has a trunk just about where this tear has appeared. The most likely cause of this is that when the caregivers leave the sling under the pt in the wheelchair, the trunk wears the sling fabric on this spot where the tear is. The instruction guide states that if the sling is damaged, it should be removed from use.

Event description:
The facility alleges that they were using a non-liko lift with a liko universal sling to transfer a pt. They heard a "crack" and the liko sling tore, leaving a 1 cm tear along the webbing just below the head loop. The sling then started to swing and the right side detached from the sling bar. Pt fell, with his head hitting the shower. No injury was alleged.